Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The device was received with minor scratched lcd window, and cracked reservoir tube lip. (B)(4).

Event description:
It was reported by (B)(6) that her father-in-law was in the hospital and his insulin pump was not working. Customer wanted a replacement and was in the hospital for 2 days. Customer did not want to troubleshoot and his blood glucose level was in the 300-400 mg/dl range. Customer corrected with manual injections. Customer was hospitalized due to high blood glucose levels. No additional information provided.